Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving frequent check therapy electrode messages.